Manufacturer narrative:
Upon receipt of information received and reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided. Updated: date of report, event, PMA/510k, type of reportable event, if follow-up, what type.

Event description:
No additional information available.

Manufacturer narrative:
(B)(4). Concomitant medical products: nexgen stem extension, catalog # 00598801215, lot # 62382612; nexgen stem extension, catalog # 00598801215, lot # 62448487; nexgen headed screw, catalog # 00579104100, lot # 62322511; rotating hinge tibial plate, catalog # 00588000500, lot # 62382473; rotating hinge articular surface, catalog # 00588006012, lot # 62384946; rotating hinge knee femoral component, catalog # 00588001602, lot # 11010060. (B)(6). Customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0002648920-2019-00049; 0002648920-2019-00050; 0001822565-2019-00294; 0001822565-2019-00296; 0001822565-2019-00297; 0001822565-2019-00298.

Event description:
It was reported that the patient underwent an initial knee arthroplasty. Subsequently, the patient was revised due to soft tissue deficit.